Event description:
New information received notes that during a device interrogation, loss of capture and varying p-waves were observed. An x-ray revealed dislodgement. The device was reprogrammed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Ethnicity and race.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device programming for unrelated procedure, the right atrial lead exhibited jump in high capture threshold. No intervention was performed. The patient would continue to be monitored for follow up.